Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The user reported an infection on the insertion site, with symptoms of pus coming out of the site, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025.user's hcp is aware of the event, the hcp prescribed cefalexin antibiotics.as per dms, user is not using the system since (B)(6) 2025.

Event description:
Senseonics was made aware of an incident where user reported an infection on the insertion site, with symptoms of pus coming out of the site, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared on (B)(6) 2025.user's hcp is aware of the event, the hcp prescribed cefalexin antibiotics.as per dms, user is not using the system since (B)(6) 2025.

Manufacturer narrative:
B4.date of this report 14 july 2025. G3.date received by the manufacturer? 14 july 2025. H6. Investigation conclusions updated to 22.